Event description:
Eight back to back sets failed from the same lot number. Each time, the red color coded leg of the set became disconnected at the 3 into 1 portion of the set. These ext sets are connected to arterial lines. Each time, the nurses were fortunate enough to catch them before the child bled out.

Manufacturer narrative:
The investigation has been initiated concurrent to this initial MDR.